Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was air in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain phase of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative advised the patient to complete therapy using all new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.